Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore the image was not displayed (error appears). The outer tube was scratched and therefore had sharp edges. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the broken charged coupled device, the scratched outer tube, the sharp edges on outer tube and the image was not displayed. There was no patient involvement.